Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had multiple replace battery now and power error detected alarm. The customer¿s blood glucose was 15 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error due to non-sleep anomaly software error. Insulin pump passed the displacement test, sleep current test and active current test.